Manufacturer narrative:
The reported event was addressed with phone support. The customer reseated the universal surgical manipulator 2 sterile adapter and the issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the left master tool manipulator (mtm) repeatedly moved out to the side of the surgeon side console (ssc) when an instrument was installed into universal surgical manipulator (usm) 2. Usm 1 was draped but not docked. The intuitive surgical inc (isi) clinical sales representative (csr) reported that the usm 2 was not near its rotational limit. The site installed several instruments into usm 2, but the issue remained. The isi technical support engineer (tse) found 22021 errors in the system logs, indicating the instrument grip calibration had failed. The tse had the customer power cycle the system, but this did not resolve the issue. The site reseated the usm 2 sterile adapter and the issue was resolved. The procedure was being completed as planned, with no reports of patient injury.